Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for low, out of range high voltage lead impedance. Possible insulation anomaly was suspected. The lead was explanted and replaced. The patient was doing well post-procedure.